Event description:
This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from physician. This case concerns patient (age and gender unspecified) who received treatment with synvisc one and later after unknown latency had pain. No medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication, batch/lot number and expiry date: not reported). On an unknown date, after unknown latency, patient was hospitalized due to the pain. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: hospitalization additional information was received on 14-dec-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 14-dec-2017: this case concerns a patient who received synvisc one injection and was later hospitalized due to pain. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from physician this case concerns patient (age and gender unspecified) who received treatment with synvisc one and later after unknown latency had pai no medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication, batch/lot number and expiry date: not reported). On an unknown date, after unknown latency, patient was hospitalized due to the pain. Action taken: unknown corrective treatment: not reported outcome: unknown a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: hospitalization pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received synvisc one injection and was later hospitalized due to pain. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.